Manufacturer narrative:
(B)(4). Evaluation: the erratic/aberrant results were probably caused by sample integrity and/or a preparation issue. In response to this issue, an investigation was initiated to further examine the customer issue. The investigation included a review of the complaint text, a search for similar complaints, a review the instrument logs, and a review of labeling. A single specific sample generated erratic na and k results with ict module (B)(4). Other assay results (creatinine, cholesterol, triglyceride, and hdl) were unchanged from the initial to the repeat testing. Quality control results were in range and the ict module remained in use without further concern. The customer's system logs included numerous occurrences of error code 3375 (unable to process test, aspiration error occurred) on the date of occurrence. However, the result log and pressure monitoring log did not contain the date of occurrence. Therefore, the logs were not helpful in verifying the issue or identifying the cause of the erratic results. The probable cause was determined to be sample integrity and/or preparation issue related to the specific sample in question, which affected the ict sample aspiration and/or testing. Labeling in the architect system operations manual is sufficient, and troubleshooting performed to resolve the issue is consistent with troubleshooting provided in the operations manual. Section 7, operational precautions and limitations, provides guidance and requirements for handling specimens. The limitations of result interpretation section states assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 10 troubleshooting and diagnostics includes probable causes and corrective actions applicable to the customer's issue under the observed problems erratic results, poor precision". Causes listed include, but are not limited to, sample contains fibrin clots or particulate matter, sample was not collected and/or prepared correctly, sample volume in the sample cup or tube was inadequate, and maintenance is due. A review of the complaint trend reports for the period of (B)(6) 2007 through (B)(6) 2008 for architect c8000, architect c16000 and the aeroset systems indicated there were no adverse trends related to this issue. Based upon the available information, a sample integrity issue related to the specific sample is the probable cause for the initial na and k results. The architect c16000 is operating as intended. No product deficiency was identified. This is the final report.

Event description:
The customer states that an architect c16000 analyzer generated a sodium assay result of 109 mmol/l on one patient sample. The patient sample was repeated and the repeat sodium assay result was 140 mmol/l. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.